Event description:
It has been reported to us that during the procedure, a dissection of the vessel was noticed. The physician inserted the aspiration catheter into the patient and advanced forward into the distal right coronary artery and far into the pda. The physician went to pull out the guide wire but the guide wire had become looped. The physician could see the wire looped. The physician felt resistance and removed the aspiration catheter and wire together. At this time, the physician noticed a dissection in the area. The physician inserted and treated the dissection with a stent. The patient is reported to be fine.

Manufacturer narrative:
Actual device used in case was evaluated. Visual examination performed. The actual device used in the case was returned and evaluated. Visual examination of the returned aspiration catheter revealed that the device was bloody with an extension line attached to the luer hub and was engaged with a guide wire. The strain relief on the aspiration catheter is torn 1.5cm to the tip. The marker band is intact. The aspiration catheter is severly kinked 3mm to the proximal strain relief. The guide wire is stuck in the rapid exchange lumen due to dried blood. The wire exits 0.8mm from the tip. The guide wire is severely bent in a loop shape 23cm from the tip. A review of the device history record did not detect any deficiencies within the manufacturing process. The event is confirmed for torn wire lumen. The analysis is complete as of today (B)(4) 2012.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.